Event description:
On 07/02/07, the company received a report where it was claimed that the flange separated from the tube during patient use. The caller reported that the device was changed every 60 days. Manufacturer recommends trach replacement every 29 days as indicated in the directions for use.

Manufacturer narrative:
The customer reported that a portion of the device was discarded, but will be returning the flange for investigation. If the sample is received, a summary of the investigation will be provided in a supplemental report.